Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Data logs confirmed the failure mode and clinical narrative. Based on clinical description and data review, the root cause of low flow was most likely due to biomaterial ingestion. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17699. E4 should have been left blank. H6 code 4628 was reported incorrectly. New code was added to health effect - impact code.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp support initiated to support a patient admitted in for a high risk percutaneous coronary. After just minutes the pump had low flows which prompted the team to replace the pump due to concerns of possible clot ingestion. The 2nd pump was placed without harm or injury.